Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 125 mg/dl. Reportedly, the customer will continue to use the pump and has manual injections available for insulin therapy.